Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump screen was scratched and it was hard to read. The customer¿s blood glucose level was unknown. The customer stated that the battery life was diminished, insulin pump had low battery and they hear unusual noises different from the normal rewind. The insulin pump will not be returned for analysis.